Manufacturer narrative:
The fenestrated bipolar forceps has not yet been returned to isi for evaluation. Follow up MDR will be submitted if the instrument is returned (post failure analysis investigation) or if additional information is received. The reported complaint does not itself constitute a reportable event; however, the broken pitch cable found could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci lower anterior resection surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken pitch cable. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.